Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the reported complaint was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the root cause of the reported event could not be determined. However, the issue was likely caused by the following: 1. The distal cover was insufficiently attached to the device. 2. The distal cover endured stress during the procedure by friction from twisting/pushing/pulling the device in a patient¿s body, and/or contact of the device with mouthpiece, etc. The event can be detected/prevented by following the instructions for use (IFU) in sections: operation manual chapter 4 - 4.1 (detection method); operation manual chapter 3 - 3.5 (preventative measures). This supplemental report includes a correction to d9, e2, e3 and g2 to provide information that was inadvertently not included in the initial medwatch. Aolympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2: no inadvertently selected, unable to de-select. Title and hcp status was unable to be verified. The device referenced in this report was not returned to olympus for evaluation. The root cause cannot be determined at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A user facility reported to olympus that during a diagnostic esophagogastroduodenoscopy procedure to inspect the ampulla, the single use distal cover fell off in the patients mouth. The cover was retrieved by hand without further intervention and the diagnostic outcome was not affected. There was no prolongation of the procedure and no associated error messages. Upon retrieval, the cover was not damaged. No anti fog agent had been applied to the scope lens, nor any chemicals applied to the tip of the scope or the cover. The physician did confirm that the cover was not damaged pre procedure, but it was unknown if the physician or staff pulled or twisted on the cover to make sure it didn't come off. The distal cover was pushed firmly until the hook of the distal ring was fully visible in the distal cover opening. This event requires two reports. Patient identifier (B)(6) is for the single use distal cover. Patient identifier (B)(6) is for the evis exera iii duodenovideoscope.